Manufacturer narrative:
The investigation of thrombus and hemolysis has been completed. The returned product was inspected and biomaterial was seen to be wrapped around the impeller, even after soaking for 10 minutes. Based on clinical details, data log, and device analysis the root cause of the hemolysis was determined to be biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined. E4 should have been left blank on manufacturer device report 1220648-2024-18178.

Event description:
The complainant reported the patient was on impella rp flex support. While on support, there were concerns of hemolysis. Although labs were drawn, the decision was made to explant the device prior to receiving the results. The device was removed due to hemolysis. During the explant, a clot was visible in inlet cage. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.